Event description:
It was reported that during the implant procedure once the right ventricular (rv) lead was implanted there was high impedance and no capture at max output in multiple positions. Lead fracture was suspected. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated stretching and damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).